Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. A 2.00mm x 15mm maverick² balloon catheter was advanced for dilation, however, the balloon ruptured during initial inflation at 10 atms for 2 seconds. A balloon pinhole was suspected. The physician successfully removed the device from the patient and the procedure was completed with a different device. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 catheter with a maverick 2 shelf box. The batch number on the packaging and device matched the reported batch number. There was blood in the wire and inflation lumens. The device was prepped. When positive pressure was applied with the inflation device, a stream of water emitted from a pinhole in the balloon material that was adjacent to the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. A 2.00mm x 15mm maverick²¿ balloon catheter was advanced for dilation, however, the balloon ruptured during initial inflation at 10 atms for 2 seconds. A balloon pinhole was suspected. The physician successfully removed the device from the patient and the procedure was completed with a different device. No patient complications were reported and the patient status was good.